Manufacturer narrative:
A field services engineer (fse) was dispatched to the customer site to further investigate the reported issue. The usm3 and the bottom acs cover and shield were replaced. Following the product replacement, the system was tested and was ready for use. No product has been received for failure analysis testing as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that they encountered error 32097 on universal surgical manipulator (usm) 3 during cases. The tse reviewed the logs and verified that the errors were reported from the axes controller motor (acm) in usm3. As a result, the user decided to move cases to a different robot for the remainder of the day to avoid further disruptions. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated/confirmed the customer reported complaint error 32097. In logs, the 32097 error was found indicating the maxis error occurred, reported by axes controller motor (acm) in the universal surgical manipulator (usm) and errors confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber for reading below 75 rx power. Once testing was completed, the parallelogram fiber was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that rolling loop fiber assemblies were found to be the root cause of the reported event. The second usm was analyzed. Failure analysis replicated/confirmed the customer reported complaint error 32097. In logs, the 32097 error was found indicating the maxis error occurred, reported by axes controller motor (acm) in usm and errors confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber for reading below 75 rx power. Once testing was completed, the parallelogram fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that rolling loop fiber assemblies were found to be the root cause of the reported event. The third usm was analyzed. The reported ¿failed usm4 insertion friction test¿ problem was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where insertion friction speed high was found to be failing. Once testing was complete the insertion top and bottom housing bearings were aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the insertion top and bottom housing bearings were found to be the root cause of the reported event

Event description:
Refer to h11 for follow-up information.